Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 1/4 of their automated peritoneal dialysis therapy. Reportedly, the hp disconnected the transfer set from the patient line of the homechoice set during a drain cycle. When the hp returned, the machine was alarming. The hp reconnected to the setup and attempted to clear the alarm. Baxter's tsc assisted hp in ending therapy early. Therapy was completed by setting up with new supplies. No patient injury was associated with this incident; however, prophylactic antibiotics were administered as a result of this incident, per hp's nurse.